Event description:
Caller reported that pump battery would not charge, despite using a tandem charging cable and plugging it into multiple wall outlets for at least 30 minutes. There was no adverse impact to the customer's blood glucose level. Customer attempted to resolve the issue using a different wall adapter and charging cable, but these efforts were unsuccessful. Technical support arranged to replace pump under warranty and instructed the customer to use multiple daily injections as a backup therapy. Additionally, the caller was guided on how to put the pump into storage mode before returning it to tandem and was informed about the return process using a pre-paid label, which the caller acknowledged.